Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent lumbar laminectomy. Intra-op, dried blood (sterilized) was found in the dilator. As the sequential dilation step was taking place, some dried blood (probably from previous case) from a dilator fell into the wound. Patient complications as a result of this event were reported as unknown.

Manufacturer narrative:
Product analysis: visual and optical examination identified that the dilator has been worn from what appears to be repeated normal use and there was no foreign material visible. It was unable to determine root cause of the foregoing event from the available information. If information is provided in the future, a supplemental report will be issued.

Event description:
Patient was fine. No patient complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.